Event description:
It was reported that an app notification would not go away after acknowledgment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.